Event description:
While operating the table bucky device and simultaneously moving the table top, the x-ray technologist's thumb was pinched between the two devices. Reported injury was that the right thumb was crushed and lacerated, but not fractured.